Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
Additional information was reported by an attorney that the patient underwent a removal procedure on (B)(6) 2011 where the surgeon noted ¿her bowel was immediately encountered and was mobilized away from the skin. The fascial defect measured 5x10 cm. The hernia sac was dissected and removed. The patient was implanted with mesh.¿ it was reported the patient underwent surgery on (B)(6) 2011 for ¿incision and drainage of abdominal wall abscess on the outside of her mesh, purulent material was expressed.¿ it was reported the patient underwent a removal procedure on (B)(6) 2012 for ¿excision of infected ventral mesh with extensive lysis of adhesions and abdominal vacuum dressing placement.¿ it was reported the patient underwent an abdominal washout with abdominal vacuum dressing change on (B)(6) 2012, (B)(6) 2012. It was reported the patient underwent surgery on (B)(6) 2012 for open wound of abdomen ¿following multiple attempts at closure of ventral hernia including compartment separation in at least two episodes of the mesh with infected mesh, status post removal and vac therapy for approximately two weeks.¿ it was reported the patient presented to the hospital on (B)(6) 2012 complaining of abdominal pain and nausea. No information is provided as to treatment rendered. It was reported the patient underwent ventral hernia repair surgery on (B)(6) 2012 with tensor fascia lata patch and ¿extensive lysis of adhesions.¿ it was reported the patient underwent abdominal hernia repair surgery on (B)(6) 2012 with ¿multiple attempts at repair without success, abdominal adhesions, partial abdominal obstruction, repair with fascia lata graft and local tissue rearrangement.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss.no additional information is provided.